Event description:
The surgeon attempted to advance the lens through the injector system and the lens became lodgted within the cartridgte and was damaged. There was no patient injury. The cartridge and injector system was thrown away and the lot numbers are unknown for investigation. It is unknown if the device malfunctioned.